Manufacturer narrative:
Product event summary: analysis confirmed the reported event, no stable interrogation of a pacemaker was possible. During interrogation, when the cable was moved the signal was lost. The cable was twisted in several places and had loose contact. As a result the cable was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head would not interrogate a pacemaker. After the rf head was replaced the programmer worked immediately. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.